Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the sensing capability of the rv pace/sense/hvdefib lead (6949) "had continually fallen...to less than 2mv" but that the physician did not think that "the lead had fractured, because the impedance was fairly stable." The physician implanted a new rv pace/sense lead and retained the 6949 lead for hv defibrillation. There were no patient complications reported as a result of this event.